Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2020-sep-08. Medical history related to the event included, ¿has anemia due to iron deficiency (low hgb levels which have caused sob).¿ it was then reported that the patient previously had a ptm but stated when she would bolus, she noticed no reduction in pain. The ptm was disabled and the daily dose remained the same. The blood transfusion was related to the history of anemia. It was not confirmed that the catheter had dislodged, however patient may have kidney issues. There were no external factors that may have contributed to the event that the hcp was aware of. The cause of the patient symptoms was not determined, however the symptoms resolved following 20% dose reduction. The event was resolved at the time of the report and the device remains in use.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine 6.408 mg/ml at 0.3204 mg/day and dilaudid 20 mg/ml at 6.408 mg/day via an implanted pump. It was reported the patient had not been feeling good and was getting a burning sensation in the body that came on every few hours. It was noted the patient went to the healthcare provider (hcp) yesterday and the patient was having a CT scan this afternoon. The patient thought the catheter was dislodged because she had a burning sensation throughout body. It was noted the patient was nauseous and had dry heaves. It was further reported yesterday the patient went back on dosage as she was taking the highest concentration, so they lowered dose. It was noted they lowered dose as she was getting too much medication. It was reported two weeks ago they increased it (B)(6) 2020) because the bolus was not working. It was asked and unknown when the bolus issue started. The patient had not felt good since then. It was also reported they had increased it because her boluses were not working and the time the patient was not using boluses, they adjusted dosage from that. It was reported they ¿took time that bolus wasn¿t used and put during day when not using bolus.¿ the bolus didn¿t work half the time so doctor increased medication then and having problems and two blood transfusions currently. It was mentioned the patient had two blood transfusions as her blood was low and was in the hospital. It was noted the patient got ¿jostled around¿ and thought a tube came out of the spine. The patient was redirected to the hcp. No further complications were reported.